Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder. The incident occurred in (B)(6). The defective part was returned to livanova (B)(4) for further investigation. During the investigation the reported failure could be reproduced and traced back to a bad connection on the enc board. If further information pertinent to this case will be received, they will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder displayed an error message during setup. The customer reported that he was able to reproduce the reported issue with every restart of the device. There was no patient involvement.